Manufacturer narrative:
(B)(4). Results of investigation: this unit was serviced by a carefusion authorized service technician. The service technician was unable to duplicate the reported issue while in service.

Event description:
It was reported by the customer that the ventilator was auto cycling. There was no reports of any patient involvement or patient harm associated with this complaint.